Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Reportedly, the customer's blood glucose (bg) level was 570 (mg/dl) with large ketones. Customer administered a manual injection to address bg levels. In addition, during the call with tandem's technical support, the customer was able to load a new cartridge successfully. Although additional information was requested, no further information regarding the customer's bgs were provided.